Manufacturer narrative:
Investigation: initiated manufacturer's investigation: review DHR. Inspect returned samples. Distribution history: the complaint product was packaged at csi on 06/29/2020. Manufacturing record review: DHR-cti-1015p - 291944 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review was performed 5/22/2020, and no abnormalities were noted. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt: complaint product sample was received at trumbull 12/19/2020 per dataworks. Visual evaluation: visual evaluation of the complaint product was performed, and the reported complaint event condition was confirmed. Functional evaluation : functional evaluation of the complaint product was evaluated, and the device still functioned, albeit in a damaged state with one of the extender wings broken off. Root cause : a definitive root cause cannot be reliably determined. However, evaluation of how the extender wing was detached from the body is an indicator of contra indicated use, or manner. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends. Was the complaint confirmed? Yes.

Event description:
Report stated: "device failed (e.g. Broke, couldn't get it to work or stopped working) describe the event or problem: when the carter-thomason suture device was being placed in the abdomen one of the prongs bent. When surgeon tried to straighten the prong it snapped off into the abdomen. Using laparoscopy, the device piece was easily located and removed". Cti-1015p c-t ii port closure,10/15 (B)(4).

Manufacturer narrative:
In response to FDA uf/importer report number (B)(4).

Event description:
Healthcare professional reported via voluntary medwatch ((B)(4)), "when the carter-thomason suture device was being placed in the abdomen one of the prongs bent. When surgeon tried to straighten the prong it snapped off into the abdomen. Using laparoscopy, the device piece was easily located and removed." Procedure: hysteroscopy, laparoscopy, right ovariolysis, cautery of endometriosis, chromotubation.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Event description:
Device failed (e.g. Broke, couldn't get it to work or stopped working) describe the event or problem: when the carter-thomason suture device was being placed in the abdomen one of the prongs bent. When surgeon tried to straighten the prong it snapped off into the abdomen. Using laparoscopy, the device piece was easily located and removed. (B)(4). C-t ii port closure 10-15 cti-1015p.